Event description:
The customer was hospitalized for high bgs. The customer had blood in the urine. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited.